Event description:
Info received indicated the brakes were not holding.

Manufacturer narrative:
The hill-rom technician replaced a broken brake/steer linkage and all four casters to resolve the issue.